Event description:
It was reported that the user leveraged meal announcements on the ilet to correct elevated glucose and was not regularly announcing meals, with announcements made when values were high, including multiple meals announced within a short interval and glucose values exceeding 400 mg/dl followed by a return to range. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and subsequent return of glucose to target range. Investigation included review of device data and outcome reports, along with user education and troubleshooting. Investigation of this case revealed user-driven dosing behavior inconsistent with intended use, specifically meal announcements used as corrective boluses and clustered announcements, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error.

Manufacturer narrative:
Initial.